Manufacturer narrative:
The device was returned to zoll medical corporation; evaluation of the device found evidence indicating that the customer attempted repair of the device. Due to the condition in which the device was received, our investigation was compromised. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.